Event description:
A CT scan was performed after revision surgery and revealed that device electrode was not in the proper place. It was reported that there was some fibrosis in the cochlea. The device was explanted. The pt was implanted in the contralateral ear with another advanced bionics cochlear device.